Event description:
It was reported that non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed on the right ventricular channel of the implantable cardioverter defibrillator. Programming modifications were performed. No patient issues or symptoms were noted as a result of the device issue.

Event description:
New information received notes that the patient presented remoted via merlin.net transmission. Upon review, continued post-paced t-wave oversensing was observed on the implantable cardioverter defibrillator. It was noted that the patient did not receive therapy during the oversensing. Programming modifications were discussed. No intervention was reported.